Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated upon the reported info.

Event description:
It was reported that an a 1059 malfunctioned during use. The event was described as follows; there was a three finger space between the pt's head and the bottom of the u shape when they positioned the pt. However, at the end of the case, the pt's head was against the bottom of the u. The pt's head position slipped during the procedure as if the pin holder clamps may have loosened or gave way during the procedure. There was no injury to the pt or a delay in the procedure as a result of this event. It was just noticed that position was different while undraping at the end of the case.